Event description:
During the procedure, as the cardiologist was attempting to close the right common femoral arteriotomy, the device would not deploy. Given persistent oozing, manual compression performed for hemostasis.